Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they was in emergency room and were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2020 with blood glucose level was 545 mg/dl. Customer stated other blood glucose value was 516 mg/dl , 410 mg/dl. Customer was treated with manual injection and subcutaneous insulin. Customer stated insulin pump was not working, damaged and also they alleged insulin pump was under delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the device trace download. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device beeps properly during the loading reservoir feature noted. Device rewinds properly during testing. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).